Event description:
Customer reported a false negative result (tube method) with one patient's rh(d) typing using ortho anti-d antisera lot # db300a1 exp 21nov2015. Patient's blood type was reported to clinician as group o, rh negative, but because of previous history, testing was repeated using weak d method and at ahg phase, the rh was positive (2+). Customer claimed facility recently switch to ortho's antisera, and in the past few days noticed a difference in the d typing of patients' with previous history of rh positive. Customer was expecting: positive at immediate spin. Customer indicated that daily qc testing was done and all results were acceptable. Customer requested an alternative lot to assist in troubleshooting.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).